Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that post-op evaluation revealed no ventricular capture or sensing in ddd and vvi modes. X-ray found the leads to be properly positioned. The patient was rushed back to the operating room. When proper lead connection was observed, a new pulse generator was placed.